Manufacturer narrative:
E1: initial reporter phone no.(B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "failed flow rate test" was not reproduced. Evaluation sent the device for flow rate accuracy test, delivery rate of 40 (ml/hr) with error % of (B)(4). The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. Device will be sent for general repair. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate test during preventive maintenance testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.